Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture, phrenic nerve stimulation and far p-wave oversensing was observed on the left ventricular (lv) lead. The physician alleged lv lead dislodgement as the cause. The event was resolved by reprogramming the device to deactivate the lv lead and use right ventricular pacing only. The patient was in stable condition.